Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016 the transmitter had a pairing issue. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A global functional test was performed on the transmitter and it failed. The complaint of a transmitter pairing issue was confirmed. The root cause was determined to be a defective transmitter, post investigation. In addition, the receiver that was being used with the complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Data was downloaded and reviewed, finding confirmation of the customers complaint . A global functional test was performed on the receiver, resulting in no failures related to the customer complaint. A pairing\calibration test was performed on the receiver and it passed the test by doing a 2 hours calibration test and at least and 15 hours for the performance test. Reported fault could not be reproduced with the receiver.